Manufacturer narrative:
Additional information was requested from the customer and provided. The event unit was not returned for evaluation. Following review of the photographic image provided by the customer, the "black cone/disc shaped object" was identified as the septum from the trocar seal. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. It is likely the septum became dislodged during an instrument insertion. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that, "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products and as part of this process will continue to monitor its vigilance systems for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Event description:
Additional information received via e-mail from the customer on december 30, 2015: the initial robotic sacral colpopexy & cystoscopy procedure on (B)(6) 2015, was not performed at the same hospital as the foreign body removal procedure on (B)(6) 2015. No reported problems/complications from the first procedure on (B)(6) 2015.

Manufacturer narrative:
This report is to follow up with maude (B)(4). Please see final report dated 16dec2016.

Event description:
Maude report: (B)(4). A (B)(6) female with a history of pelvic organ prolapse and urinary incontinence, who underwent a robotic sacrocolpopexy and transvaginal sling on (B)(6) 2015. Abnormalities were noted in her surgical case. Her recovery was uncomplicated and she was discharged home on (B)(6) 2015. In (B)(6) 2015, she complained of persistent abdominal pain, and imaging revealed that she had a foreign body in her abdomen. On (B)(6) 2015, she underwent a laparoscopy and a 2. 5 cm retained object was removed. The procedure was uncomplicated and the patient was discharged home the same day. The retrieved foreign body appeared to resemble the diaphragm from one of the several trocars used during the (B)(6) 2015 case. Further investigation with photos obtained from the manufacturers showed it was most likely the diaphragm from a 12mm trocar manufactured by applied medical.

Manufacturer narrative:
The full UDI for this product is unknown. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic sacral colpopexy. "This (B)(6) female underwent a robotic sacral colpopexy, cystoscopy, insertion of pubovaginal sling with mesh & insertion of right dj stent on (B)(6) 2015. The patient subsequently had persistent discomfort in her right lower quadrant. On (B)(6) 2015 a CT was performed which demonstrated a coiled structure in the right lower quadrant. On (B)(6) 2015, patient underwent a diagnostic laparoscopy with removal of a foreign body. Subsequent foreign body was a black cone/disc shaped object consistent with the second seal of a 3 seal 12x100 1st entry zthrd (manufacturer #(B)(4)). " type of intervention- "surgical-see above. Surgical diagnostic laparoscopy performed with removal of foreign body." Concomitant medical device : covidien trocars, and cystocscopy tray ." Patient status - "well."